Event description:
It was reported that the balloon rupture and was difficult to withdraw. The patient underwent subclavian artery stenosis procedure using an 8.0 x 40, 135cm mustang balloon catheter. After unpacking, the balloon was soaked in saline, inserted at the lesion site, and inflated at standard pressure. During removal, the balloon was difficult to withdraw. Subsequently, the balloon burst and was eventually removed from the patient. Due to brain protection device, it did not cause any adverse effects. The procedure was completed with another of the same device, and the patient condition following procedure was stable.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597. The mustang was returned for analysis and investigation was completed on (B)(6) 2025. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 13mm distal of the proximal markerband. The rated burst pressure for this device as per specification (B)(4) is 20 atmospheres. A sheath insertion/withdrawal test could not be carried out due to a pinhole in the balloon of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Markerbands were undamaged in the correct position on the device.

Event description:
It was reported that the balloon rupture and was difficult to withdraw. The patient underwent subclavian artery stenosis procedure using an 8.0 x 40, 135cm mustang balloon catheter. After unpacking, the balloon was soaked in saline, inserted at the lesion site, and inflated at standard pressure. During removal, the balloon was difficult to withdraw. Subsequently, the balloon burst and was eventually removed from the patient. Due to brain protection device, it did not cause any adverse effects. The procedure was completed with another of the same device, and the patient condition following procedure was stable.